Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the guidewire was difficult to insert and move through the left ventricular lead. The physician completed the procedure with a new lead and the patient was stable following.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. A guidewire could not be inserted in the lead due to blood in the inner coil. The stylet insertion difficulty was isolated to blood in the inner coil.